Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via the log file review. The submitted log file spanned approximately 1 days ( (B)(6) 2020 and (B)(6) 2020 per the timestamp). Atypical low voltage advisory alarms intermittently activated on (B)(6) 2020 from 19:14 to 21:25 due to fluctuating rsoc voltages on the power cables while the device was connected to a battery power source. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm3 system controller, serial (B)(6) , was not returned for analysis. Additional information (B)(6) 2021 stated that the patient had a heart transplant before controller was changed. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 23feb2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including low voltage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing low voltage alarms and a disruption in the modular cable wiring. Additional information received communicated the patient was having issues with backup battery faults and it was noted the controller was exchanged initially before the modular cable exchange.